Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, @ 1645 joules of use; 2 minutes," fiber end firing" was noted. The procedure was completed with the use of a second fiber. No injury to the patient was reported. Patient outcome "ok" reported.